Event description:
Reportedly, when the surgeon fired the roticulator during an anterior resection of the rectum, the staples were not deployed. The lower rectum was a healthy tissue. The pt has a rectum neoplasia with no other reported pre-existing illness. The surgery lasted 4 hours because of an add'l 2 hour delay due to an alleged product failure. The surgeon tried to perform a mechanical anastomosis with circular another surgical device to pceea. The residual rectum could not be saved (4-5cm from the anal margin), the pt suffered an abdominoperineal amputation with permanent terminal colostomy. Blood transfusion was not required. The male pt is in good condition. The pt was discharged as of 2007.